Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 06.08.2018 it was reported to k2m, inc. That a rod reducer broke in a surgery. Surgery took place on (B)(6) 2018. Further information received indicated that the patient was revised as the tip of the rod reducer was left in the patient. Revision surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the returned shaft, it was observed that the event occurred at the weld site of the tip and the shaft. It is possible that jostling of the shaft while attached to the head of the screw may have compounded these forces at the weld, which may have also contributed to the specific failure nature.

Event description:
On (B)(6) 2018 it was reported to (B)(4). That a rod reducer broke in a surgery. Surgery took place on (B)(6) 2018. Further information received indicated that the patient was revised as the tip of the rod reducer was left in the patient. Revision surgery took place on (B)(6) 2018.